Event description:
It was reported that the console displayed error code 188, the unit was restarted, and the error still persist. The procedure was not completed due to this event. The patient was stable and under general anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the chiller and fuse housing were replaced, also filled system with di water. After that the problem was solved. The system was extensively tested to ensure the fuse does not blow again, verified far alignment, verified energy output at all levels per checklist and the system passes all tests. The product analysis for the chiller performed by vendor and independently by the prt team at yokneam states that the chiller was functionally tested and found to be working fine. So, the product analysis does not confirm the reported complaint. According to the information provided, the field service engineer found a blown cooling system fuse. The chiller and the fuse were replaced; the reported failure could not be duplicated, however after replacing the fuse, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console displayed error code 188, the unit was restarted, and the error still persist. The procedure was not completed due to this event. The patient was stable and under general anesthesia. There were no patient complications.